Event description:
Hill-rom received a report from a hill-rom technician stating the CPR switch was not working. The bed was located at the account in (B)(6). There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR cable out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technician readjusted the CPR cable to resolve the issue. Based on this information, no further action is required.